Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported that the filament/introduction needle of the abbott diabetes care (adc) device was stuck in the customer's arm. The customer self-treated himself by taking off the needle from the arm, along with the sensor. No medication nor additional treatment was required. There was no report of death or permanent impairment associated with this event.